Event description:
The reporter did meter to hcp meter comparison tests, side by side, using the same fingerstick for both meters. Meter read 420 mg/dl, and the hcp meter (tracer ii) result was 320 mg/dl. Reporter did not have any symptoms. The reporter cleans the meter with alcohol. The lifescan representative reviewed qc procedures and discussed meter/lab and meter/hcp meter testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8